Event description:
The user facility reported that during support of impella cp, that the patient was found to have a high plasma free hgb of 459, and urine had turned dark red. Echo was done at bedside and found inlet of impella was very close to mitral valve. Mds adjusted impella successfully away. Measuring deep at 5.3cm. Awaiting dr (B)(6) to reposition. Educated bedside staff on impella management. Assisted registered nurse (rn) in changing purge fluid to d5w with sodium bicarbonate. Plan to rest heart and discuss with care team whether to transfer patient out for extracorporeal membrane oxygenation. Impella repositioned by dr (B)(6) utilizing a bedside ultrasound. Medical doctor (md) satisfied with position. The patient was transferred from (B)(6) last night, on arrival plasma free hgb was 459, urine was red, and echo showed inlet on mitral. Mds were able to manipulate impella to get it into a good position last night and this morning plasma free clearing now 159. Pt will be started on continuous veno-venous hemofiltration in the interim as cr has started rising. Rn will recheck another plasma free hgb in an hour and make sure it continues to trend down. Pt is still requiring 3 lower dose pressors so keeping impella would be beneficial. Pt is being cooled and remains intubated and sedated. No alarms with impella overnight, recheck of plasma free several hours later showed large decrease in plasma free hgb.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.